Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that patient said they were currently in the hospital and their device had gotten infected. Patient said they needed to do an MRI and they wanted to put the device into MRI mode, but patient didn't know how to do that. Patient was waiting for their boyfriend to bring a cable because the communicator was almost dead and wasn't letting them connect to it. Agent reviewed communicator needs to be charged for at least 30 minutes to an hour before patient can access MRI mode. Patient also said the therapy was not working anymore, like something had gotten dislodged or something. Patient mentioned they were having symptoms again and tried to turn the stimulation up before the battery died and nothing happened. The patient was redirected to their healthcare provider to further address the issue.".